Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. On (B)(6)2024, the patient's child reported that on (B)(6)2024, the patient experienced inaccurate cgm values which occurred the day the sensor had been inserted in the abdomen. On (B)(6)2024, the cgm was reading 257 mg/dl and it was not documented whether the patient checked the blood glucose. The patient reportedly felt lightheaded and jittery. An unspecified time later, the estimated glucose value (egv) was 50 mg/dl and the bg was not checked. A follower was alerted to the urgent low (ul) egv and the follower advised the patient to take carbohydrates. The symptoms persisted and a family member transported the patient to the emergency department (ed). There, the bg was 410 mg/dl while the egv was 50 mg/dl. The patient was treated with intravenous (IV) fluid and observed until the following afternoon. During the call, the sensor was calibrated a second time and the bg was 225 mg/dl while the egv was 232 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the call, the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was initially not a complete set of reported glucose values available to search within the parkes error grid calculator. However once the patient was brought to the ed, the egv was 410 mg/dl and the cgm was 50 mg/dl. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).